Event description:
Because the medtronic infuse that was implanted inside my back, I began to have serious problems. Some of the problems include extreme pain in back and both legs, nerve injuries and mental anguish. I can't have a revision surgery to remove medical devices - 3.